Event description:
It was reported that a patient underwent an unknown procedure. During the procedure, "the illumination system cable melted near the acmi system. The tubing burned through the sterile draping of the patient and caused a blister to the left side of the patient approximately the size of a 20 cent piece. The nurse applied comfeel dressing to the blistered site immediately after surgery was completed." No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that visual review of the instrument identified illuminator light source fitting that appeared to be exposed to high heat, as evidence by discoloration of the optical fibers at the fitting and melting of both the external sheath and internal optical fibers. A query of the complaint database as of (B)(4) 2013 did not identify any other complaint with respect to this pn/lot# combination. The above observations are consistent with exceeding power limits of the instrument during usage.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.